Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient increased the strength due to leakage, went to sleep, woke up and went to an out to eat. It was noted the patient had been traveling and lifting since they were moving. The healthcare provider was called but the issue was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they sat down, and the implantable neurostimulator (ins) hit the back of their chair. It was stated that the ins was sticking out so when they were sitting in a chair, the ins was hitting the back of the chair causing discomfort. The patient stated it was very painful at the ins site, and the therapy wasn¿t working at all. Their symptoms seemed to have gotten worse since hitting the back of the chair. The symptoms that were worse were that the stimulation wasn¿t controlling their urine. It was noted that the patient wasn¿t feeling stimulation. It was noted that this was a sudden change in therapy/symptoms. The patient had increased stimulation prior to the return of symptoms. Indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.